Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller is needing to verify the patient's MRI eligibility. The caller stated the patient has not used their spinal cord stimulator (scs) in well over a year and the ins battery is dead. The caller is unsure if the patient has tried charging their ins since the battery has died. The caller was redirected the follow up with the patient and the patient's healthcare provider (hcp). No further complications were reported. No patient symptoms were reported. Additional information was received from the consumer (B)(6) 2019. It was reported that the cause of the dead ins was not determined. The patient was instructed by the manufacturer representative (rep) to try to charge by using stimulator. They tried for 2 afternoons every hour but it did not respond. The healthcare provider (hcp) ordered an MRI and back x-ray to see if the device was alright. They would then be able to replace the battery. No further complications were reported/anticipated.